Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after approximately 10 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the femoral component.